Event description:
The customer stated that the central monitoring system (cns) unit display has no image. The display has been tested with good power supply and video cable. Ref MFR report #: 8030229-2014-000180.